Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of abdominal aortic aneurysm 11 months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the initial endurant stent graft implantation was successful. One month later a CT scan showed no significant findings. Six weeks ago, a CT scan showed thrombus formation throughout both the main body (ref. MFR. 2953200-2011-00696) and contralateral limb. Anticoagulation medication was increased and a more intense follow-up regimen will be conducted. The graft is patent with good pulsations on both right and left femoral arteries. The graft remains in the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (thrombus formation). Conclusion: anticoagulation medication increased).